Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was large incisional hernia. The procedure performed was incisional hernia repair with mesh. (B)(6) 2009 - the patient underwent a surgical procedure for incision, drainage and debridement of abdominal wound abscess with placement of a vac dressing. The pre-op and post-op diagnosis was abdominal wall abscess. (B)(6) 2009 - the patient underwent a surgical procedure for irrigation and placement of a vac abdominal dressing with the pre-op and post-op diagnosis was abdominal wound infection status post incision and drainage of abdominal wound abscess. (B)(6) 2009 - the patient underwent a surgical procedure for pulsavac of wound and placement of a v.a.c. Dressing with the pre-op and post-op diagnosis was open abdominal wound. (B)(6) 2009 - the patient underwent surgical procedure for a debridement of abdominal wound with placement of a v.a.c. Dressing and the pre-op and post-op diagnosis was debridement of abdominal wound with mesh. (B)(6) 2009 - the patient underwent a surgical procedure for irrigation of abdominal wound with placement of a vac dressing with the pre-op and post-op an open abdominal wound with exposed mesh. (B)(6) 2010 - the patient underwent a surgical procedure for debridement of abdominal wound with the pre-op and post-op diagnosis was chronic open abdominal wound with mesh. (B)(6) 2010 - the patient underwent a surgical for debridement of abdominal wound and mesh with placement of a v.a.c. Dressing. The patient experienced pain, adhesions, non-healing wound, mesh exposure, infection, fistula, and small bowel resection.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced abscess, infection, open abdominal wound, pain, adhesions, fistula, purulent fluid, fluid collection, gram positive cocci, recurrence, and mesh migration. Post-operative patient treatment included revision surgery, incision, drainage and debridement of abdominal wound abscess, wound vac, debridement of abdominal wound with mesh, small bowel resection, removal of mesh, repair of hernia with mesh, complex abdominal closure, jackson-pratt drain, and dissection of adhesions.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced abscess, infection, open abdominal wound, pain, adhesions, fistula, purulent fluid, fluid collection, gram positive cocci, recurrence, inflammation, skin excoriation, fever, discomfort, leukocytosis postop, edema and mesh migration. Post-operative patient treatment included revision surgery, incision, drainage and debridement of abdominal wound abscess, wound vac, debridement of abdominal wound with mesh, small bowel resection, removal of mesh, repair of hernia with mesh, complex abdominal closure, jackson-pratt drain, and dissection of adhesions.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced increased obstruction, seroma, scarring, increased white blood cell count, abscess, infection, open abdominal wound, pain, adhesions, fistula, purulent fluid, fluid collection, gram positive cocci, recurrence, inflammation, skin excoriation, fever, discomfort, leukocytosis postop, edema and mesh migration. Post-operative patient treatment included medication, mesh revision, CT scan, revision surgery, incision, drainage and debridement of abdominal wound abscess, wound vac, debridement of abdominal wound with mesh, small bowel resection, removal of mesh, repair of hernia with mesh, complex abdominal closure, jackson-pratt drain, and dissection of adhesions.

Manufacturer narrative:
Additional info: a4, b5, b7, d8, e1 (facility name, street, city, region, postal code), h4, h6 (updated all codes, added patient codes, imf code, ime e2402: "increased white blood cell count, skin excoriation, leukocytosis"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: h6: ime e2402: air-fluid levels, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced increased obstruction, seroma, scarring, increased white blood cell count, abscess, infection, open abdominal wound, pain, adhesions, fistula, purulent fluid, fluid collection, gram negative rods <(>&<)> gram positive cocci, recurrence, inflammation, skin excoriation, fever, discomfort, leukocytosis postop, edema, mesh migration, air-fluid levels. Post-operative patient treatment included medication, mesh revision, CT scan, revision surgery, incision, drainage and debridement of abdominal wound abscess, wound vac, debridement of abdominal wound with mesh, small bowel resection, removal of mesh, repair of hernia with mesh, complex abdominal closure, jackson-pratt drain, dissection of adhesions, hospitalization, sicu.